Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was immediately treated with vancomycin intraperitoneally (further details not reported) for peritonitis. On an unspecified date, the antibiotic treatment was changed to vancomycin and gentamycin therapies (intraperitoneally, doses and frequencies not reported). Treatment was scheduled to end twelve days after initiation. At the time of this report, the patient was recovering from peritonitis. The action taken with pd therapy was not reported. No additional information is available.